Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.8, lab: 4.33; (B)(6) 2010, 1.8, 2.44. One hour and 45 minutes between finger stick and venipuncture on (B)(6) 2010. Pt reports blood in the urine. Coumadin taken at bedtime night before draw. Pt reports having trouble getting enough blood to run inratio2 meter. He sticks himself before green light on meter goes on and also milks the finger. Pt reports it's taking him about 1 minute to get enough blood in micro-capillary tube to test.

Manufacturer narrative:
Investigation pending.